Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip entangled with the flail). The reported poor image resolution was due to shadowing from previously implanted clip. The reported patient effect of unchanged mr appears to be due to the clip entrapment. Mr is listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and flail anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. On an unknown date, a recurrent mr of grade 4 was observed due to disease progression. On (B)(6) 2025, a redo procedure was performed. During the procedure, imaging was challenging due to previously implanted clip. The clip became entangled with the flail anterior leaflet during a grasping attempt. Troubleshooting was performed and was unsuccessful. Consequently, the clip was deployed in its existing position. Post-deployment, mr remained unchanged. A decision was made to implant an nt clip in an effort to improve mr. However, the procedure concluded with persistent grade 4 mr. There was no clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.